Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 31 mmol/l with vomiting and increased thirst and urination. The reporter stated that the site, set, cartridge replaced and insulin from a new vial was used and blood glucose levels resolved. The reporter confirmed no bent cannula or site issues noted. Troubleshooting of the event was unable to be completed due to a unrelated alarm issue. This report is made based on the allegation that the patient experienced hyperglycemia and the use of the insulin pump could not be ruled out as a possible cause or contributor to the patient¿s event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was found to have been suspended on (B)(6) 2013 from 07:25 until 08:58 and again from 10:01 to 10:44. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was observed to be discolored. Also unrelated, the battery compartment was observed to be cracked but the battery cap was found to be able to fully tighten to the pump.